Manufacturer narrative:
Investigation summary: bd received 2 photographs from the customer in support of this complaint showing, that cap/stopper assembly (edta tube) was attached slightly at an angle due to a cocked stopper.  Additionally, 100 retained samples from the bd inventory were visually inspected and the issue of cocked stoppers was not observed. Bd was able to confirm the customer¿s indicated failure mode with the photographs provided, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes picture is showing the tube in the "gripper" trying to place the tube in the cart. The automated track is not able to place the tubes in the carts as the angle on the tube is wrong. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "caps are misplaced - first picture is for comparison with ok tube. Second picture is showing the tube in the "gripper" trying to place the tube in the cart. No issues during blood collection but the automated track is not able to place the tubes in the carts as the angle on the tube is wrong. Tubes are rejected and needs to be placed manually which delays analysis/results."